Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date of (B)(6) with blood glucose of over 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood event. The customer experienced symptoms such as vomiting. The customer was treated with intravenous. Customer was using auto mode feature at the time of the incident. Based on customer report customer did not allege insulin pump was under delivering. Customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.